Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 15nov2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that after the calibration on touchscreen was performed the issue was not resolved and the actual touched point and the recognition of the device were not aligned.the unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of event :(B)(6) 2019, date rec¿d by MFR: 27dec18. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.